Event description:
The reported stated the surgeon inserted a cc4204bf collamer plate lens but the lens went into the posterior capsule. The lens was removed and another lens was implanted. The reporter stated the cause of the capsule tear was the injector.

Event description:
The reporter stated that the surgeon inserted a cc4204bf collamer plate lens but the lens went into the posterior capsule. Additional information has been requested from the user facility, but none has been forthcoming. A supplemental medwatch will be sent if additional information becomes available.